Event description:
Pt was being transferred from chair to bed via hill rom transarc lift when lift suspension mechanism broke causing resident to fall onto the bed beneath. A broken weld was discovered on the floor which is suspected to have caused the failure.